Event description:
Approach was made from the left femoral artery. Smart control (smart control, iliac 6x100ml, complaint product) was delivered to the target lesion. However, when sliding lever was pulled back to release the stent, friction/resistance occurred and the lever could not be pulled any further. The device was removed from the patient safely and changed to another new sc (details unk). The procedure was completed without patient injury. The target lesion was right superficial femoral artery. The patient was a (B)(6) male. Moderate calcification and vessel tortuosity, the rate of stenosis was 80%. The product will be returned. The return product was found to be partially deployed, approximately 1.5cm. The affiliate could not find out when this partial deployment occurred.

Manufacturer narrative:
Approach was made from the left femoral artery and the smart control was delivered to the right superficial femoral artery. The vessel was described as having moderate calcification and vessel tortuosity with a stenosis of 80%. When the sliding lever was pulled back to release the stent, friction/resistance occurred and the lever could not be pulled back any further. The device was removed from the patient safely and the procedure was completed without patient injury. Analysis of the returned product showed premature deployment of approximately 1.5cm. It is unknown when this occurred.one non-sterile smart control 6x100mm was received coiled inside of a plastic bag. The locking pin was at the correct position. The stent was partially deployed 1.5cm approximately. No other anomalies were observed on the received unit. The deployment process was performed per dp 12189826 rev. 1, and no anomalies were found.a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failures by the customer as "deployment lever- sliding difficulty" and "stent delivery system (sds) - deployment difficulty-unable" were not confirmed since no anomalies were found during the functional analysis of the complaint unit. The cause of the reported events could not be conclusively determined; however it does not appear to be manufacturing related, there are inspections in place to detect problems in the deployment system, reference procedures documented in route sheet # (B)(4). No corrective / preventive actions will be taken at this time.with the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.